Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited an elective replacement indicator (eri) and was explanted following 32 months of service. A similar device was implanted without reported complication. The explanted device will be returned to guidant, where it will be analyzed for premature battery depletion.